Event description:
The manufacturer received information alleging a ventilator's high pressure oxygen connection was leaking. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's high pressure oxygen connection was leaking. The device was returned to a third party service center for evaluation. The oxygen leakage was found to be where the hose connects with the fan. The oxygen blending module board needs to be replaced to address the issue.